Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 in site 13 (type ii bone). Primary stability was achieved and osseointegration was not achieved. The clinician states lack of osseointegration. The clinician reports the implant was loaded with crown on (B)(6) 2012 and patient returned 1 week later with loose implant. The implant was loose and was removed with clinician's bare hand. The implant was removed on (B)(6) 2012 due mobility. Med. History: no significant findings.